Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 313 mg/dl. Reportedly, the customer reverted to insulin pens and manual injections for insulin therapy.